Manufacturer narrative:
Investigation: four sealed 31g x 5mm pen needle samples were returned from lot. No. 5353003, cat. No. 320632. Visual examination was carried out on the returned samples and it was observed that the returned samples were not bd product. Lot. No. 5353003 was not manufactured in bd dun laoghaire. As the samples returned were not manufactured in bd dun laoghaire no root cause can be identified.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that some of the bd micro-fine¿ pen needle 31g x 5 mm have tear labels that fall of, liquid in the hub and many of them leak at the hub. There was no report of injury or medical interventions.